Event description:
An implant form was received confirming that a full revision surgery has been completed. It was noted that both generator and lead have been replaced. The explanted product has not been received to date, and the explanting facility¿s protocol has historically prevented device returns. No other relevant information has been received to date.

Event description:
The patient has been referred for a full revision due to high lead impedance and battery depletion, with an intensified follow up battery indicator flagged. There was no trauma reported. Additionally, the patient's current lead and generator implants were placed in 2008. No known surgical intervention has occurred to date. No other relevant information has been received to date.